Manufacturer narrative:
The manufacturer of the precision rxi system, general medical merate - s.p.a. (Gmm), investigated the issue and determined the root cause of the injury was user error as the user did not use the appropriate table accessories for the patient when the table was being angulated. Handgrips as well as a footrest should have been used for the patient to hold and stand on which would have prevented the patient from the feeling of sliding off the table and they would not have grabbed the table edge, and their fingers would not have been pinched. Furthermore, the protective mylar was removed prior to this event and no service incident was raised by the user for ge to intervene and replace the defective part. A reminder for use of hand grips and footrest during patient exams was shared with the customer. In addition, an additional reminder that if the mylar is damaged in the future to please call for service repair, and to not use the system in a compromised state. No further actions are needed.

Manufacturer narrative:
Investigation into the reported event has been initiated. A follow-up report will be submitted when the investigation has been completed.

Event description:
On (B)(6) 2024, the user at (B)(6) hospital located in the USA reported that while angulating the table on their precision rxi remote fluoroscopy system, the patient felt that as though they were going to slide down the table, so the patient grabbed onto the top of the table and their left-hand fingers were pinched between the tabletop and the tabletop frame. The user was not using the footrest or patient handgrips at the time of this event. On (B)(6) 2024, it was learned that this resulted in a deep soft tissue injury that was treated with an unknown type of surgical intervention. The precision rxi system is manufactured by general medical merate â¿¿ s.p.a. (Gmm) and imported by ge healthcare.